Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge change errors while loading multiple cartridges. The customer's blood glucose was not impacted. Insulin pens were used for insulin therapy.